Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical service engineer (tse) had the caller remove the scope, erased guided tool change on arm #2, and reinstalled the scope. The image displayed correctly, and the surgeon resumed the procedure. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the image was inverted when using the 30-degree scope. The technical service engineer (tse) had the customer remove the scope, erased guided tool change on arm #2, and reinstalled the scope. The image was displayed correctly, and the surgeon resumed the procedure. The procedure was completed with no reported injury.